Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the operation channel (primary) buckled, the lcb distal cover glass cracked, the ultrasound connector body corroded, the electrical pin connector corroded, the lg connector corroded, the balloon feeder socket deformed, the remote control buttons cut, the insertion flexible tube worn out, the segment steel braid rupture, and the ccd module with drive pcb shadow in image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).